Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was reported to be available for evaluation and is pending receipt. Upon receipt of the sample, an evaluation of the device will be performed to investigate the reported event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during their initial drain. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could cause or contribute to the alarm. The power was cycled to clear the alarm and the patient was advised to start therapy over using new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13f19077 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and a clamp function test were performed with no issues noted. A simulated therapy was performed with no issues noted. The reported issue was not confirmed. Should additional relevant information become available, a follow up medwatch will be submitted.